Manufacturer narrative:
The returned products confirmed the failure of anchor/inserter breakage for 2 xcel rc anchors. It was confirmed in the event description that "..the doctor tried to impact the anchor with a hammer...". The IFU clearly states that the excessive axial force should not be applied to the inserter. This device is designed to be inserted by hand and no mallets should be used. The returned devices show signs of being hit with a mallet (bent handle and bent inserter tip). The final investigation of the devices indicate that user error is the most likely cause of this failure. In sum, the unit was returned and the failure mode was confirmed.

Event description:
It was reported that the anchor broke when hammered into the surgical hole.

Event description:
It was reported that the anchor broke when hammered into the surgical hole.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.